Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The adhesive on the enlite sensor lasts for three days and customer would receive a change sensor error. Nothing further reported.